Event description:
A surgeon reported an intraocular lens was exchanged because, the pt was not satisfied with the outcome. The surgeon stated that the outcome with the initial lens was as expected and he does not blame the product. The lens was exchanged for the same model, different power lens and the pt is now satisfied. No further info is expected.

Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. One haptic had loose fibers on the distal tip. The optic was torn/split/cracked (possibly cut) into two pieces. The optic portions had small torn/split/cracked areas on the anterior and posterior surfaces near the optic edge. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not mfg related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 08/25/2010 and 08/27/2010 by phone, fax, and mail. A completed questionnaire has not been received. No further info is expected. (B)(4).